Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker upgrade and right atrial (ra) lead revision procedure. The ra lead was known to have exhibited high capture threshold measurements. The ra lead was capped and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.